Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is 157mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.